Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker has been showing a rapid decrease in the battery life expectancy. The atrial fibrillation (af) burden has been increasing since the last follow up and this was the reason for the battery life behavior. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker has been showing a rapid decrease in the battery life expectancy. The atrial fibrillation (af) burden has been increasing since the last follow up and this was the reason for the battery life behavior. The device remains in service. Battery life did not change during the last check, so normal follow-up will be held for the patient. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.